Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 20 mg/dl. The paramedics arrived to render treatment. For treatment, the patient was given unknown intravenous, diagnostic test and food. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the arm. The pod was discarded.